Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% stenotic lesion was located in the non-calcified and moderately tortuous first diagonal artery. The physician advanced the 1.5x8mm apex push balloon catheter to the lesion and on the first inflation the balloon failed to reach 8atms. The device was removed from the pt intact and a balloon rupture was confirmed. There were no pt complications. The procedure was successfully completed with another 1.5x8mm apec push balloon catheter. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.